Manufacturer narrative:
Device evaluated by MFR.: a watchman flx implant in a jar of formalin was returned for device analysis. Visual inspection revealed thrombosed tissue inside the implant. Product analysis could not confirm the reported events of leak and implant movement as clinical circumstances could not be replicated. Pathology was performed on the returned implant. Within the watchman flx implant interior there was evidence of both chronic healing (mature fibrovascular connective tissue) and subacute thrombus indicating active blood flow. There was a 8.5mm x 4mm gap in the interior tissue noted at the edge of the sidewall skirt and this gap would be consistent with a potential focus of continuity (leak). This type of leak morphology as well as open chambers with the watchman device have been observed in bsc r&d preclinical studies. The pathology report found the healing to be consistent with a non-sealed device.

Event description:
It was reported that device shift, leak and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted on (B)(6) 2022. At the routine 45-day follow up, the closure device was noted to have a slight proximal shift. At the 1-year follow up, a small thrombus was noted on the face of the device. The patient was placed on anticoagulation medication at the time of the event, and the thrombus was noted to have resolved. At the 2-year follow up, the closure device was more proximal with a leak. There was no thrombus noted. The physician is contemplating explant of the device. There were no patient complications reported. It was further reported that the 20mm closure device implanted on (B)(6) 2022 was confirmed to have migrated proximally on top of laa ostium. The 20mm closure device was explanted on (B)(6) 2025 via femoral venous access using a non-bsc grasping device, a retrieval device and a 22 fr. Sheath. A new 20mm watchman flx closure device was implanted the same day. The patient will continue with 45 follow-up transesophageal echocardiography (tee) as planned.

Manufacturer narrative:
B3 date of event - estimated as 45 days post implant.

Event description:
It was reported that device shift, leak and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted on (B)(6) 2022. At the routine 45-day follow up, the closure device was noted to have a slight proximal shift. At the 1-year follow up, a small thrombus was noted on the face of the device. The patient was placed on anticoagulation medication at the time of the event, and the thrombus was noted to have resolved. At the 2-year follow up, the closure device was more proximal with a leak. There was no thrombus noted. The physician is contemplating explant of the device. There were no patient complications reported.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D6b: explant date added. H6: impact code added.

Event description:
It was reported that device shift, leak and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted on (B)(6) 2022. At the routine 45-day follow up, the closure device was noted to have a slight proximal shift. At the 1-year follow up, a small thrombus was noted on the face of the device. The patient was placed on anticoagulation medication at the time of the event, and the thrombus was noted to have resolved. At the 2-year follow up, the closure device was more proximal with a leak. There was no thrombus noted. The physician is contemplating explant of the device. There were no patient complications reported. It was further reported that the 20mm closure device implanted on (B)(6) 2022 was confirmed to have migrated proximally on top of laa ostium. The 20mm closure device was explanted on (B)(6) 2025 via femoral venous access using a non-bsc grasping device, a retrieval device and a 22 fr. Sheath. A new 20mm watchman flx closure device was implanted the same day. The patient will continue with 45 follow-up transesophageal echocardiography (tee) as planned.